Manufacturer narrative:
(B)(4). Patient weight not available from the site. Return requested. Replacement computer shipped to site 02/14/2017. Suspect computer returned to manufacturer for analysis and is under analysis. - 02/16/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a procedure, their navigation system unexpectedly became unresponsive. Re-booting the system restored normal function. Issue resolved. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
The reported issue occurred when advancing to the navigation portion of the application software. Resulting in a five minute delay. The computer for the navigation system was returned to the manufacturer for analysis. Testing found that the hard drive of the computer was operating outside above normal operating temperatures. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.